Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (91 percent stenosis degree) in a moderately tortuous part of the proximal rca. The lesion could not be crossed with the device. A strut of the stent twisted in proximal.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn 8043892, fei 3002808050). The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Judging from the radiopaque markers, the stent is displaced by about 0.5 mm in distal direction. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100%. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (91 percent stenosis degree) in a moderately tortuous part of the proximal rca. The lesion could not be crossed with the device. A strut of the stent twisted in proximal.